Event description:
Two patient's reported sets were leaking from the filter site during patient use. The tubing was swtiched out and no medical intervention was needed and no patient injury resulted. Writer attempted to gain additional details as to the medication involved and specific patient information, but no additional details were able to be obtained.